Event description:
Additional information was received, by an ophthalmologist. That the iol was exchanged for a monofocal lens. The clinical reason given for the explant was ¿dysphotopsia¿.

Manufacturer narrative:
Associated products were not provided. It is unknown, if qualified products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by the consumer that, she has experienced blurred vision, distorted vision and seeing spider webs each time she looked at lights, her vision got worse after the implant and "felt blind". The lens was explanted after 10 months following the implant procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested from the reporting facility, but no further information is available the manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has experienced halos around all lights day and night with night driving intolerable. Additional information was requested. There are two medical device reports associated with this consumer. This report is for the iol that remains implanted in the patient¿s right eye.